Event description:
It was reported that a patient implanted with an impella cp lost pedal pulses on both feet caused by a thrombus. The patient was treated with aggrastat and brillinta. The pump was repositioned in response to hemolysis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Data logs confirmed the complaint condition. The product was not returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the ischemia and thrombus was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.